Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to nausea, dizziness and headaches. There was no report of patient harm or injury. The device was returned to the manufacturer. There was no visible evidence of foam degradation found during the evaluation. The error log was reviewed with a total of 24 errors. All errors were clearable/upgradeable. In addition, the device will be scrapped.